Event description:
The complainant reported a placement signal issue during impella support. The position waveform was not displayed; however, there was no problem with the impella operation. The device remained in use without causing any harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product and data logs were not returned for review. The root cause of the placement signal issue was unable to be determined as limited clinical details were provided and no product was returned for review. All pertinent information available to abiomed has been submitted at this time.